Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 550 mg/dl. Customer declined to troubleshoot for high blood glucose levels because they do not have the insulin pump with them. Customer advised they are wearing a friend's insulin pump and it does not work. Customer advised they are in the hospital with a blood infection. Customer advised they will call back with their own device to troubleshoot for high blood glucose.